Event description:
This event was captured based on review of the article: "stenting of femoropopliteal lesions using interwoven nitinol stents." Technical success was 98% (53 out of 54): in one patient the tip of the delivery catheter became detached and embolized to the tibioperoneal trunk, resulting in acute thrombosis of the outflow, which required thrombectomy and removal of the embolized tip. The supera stent remained patent.

Manufacturer narrative:
(B)(4). Date of occurrence and date of implant were estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.